Event description:
A malfunction code, identified as malf 12, was reported and did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the malfunction code appeared again, an instruction the customer understood.